Event description:
On (B)(6) 2013, the patient reported that her infusion device had been exposed to a colored dye during a race that she ran. She cleaned the device with a wet cotton swab. She stated that the device had a split in the rubber above the up button. After cleaning the device, she was no longer able to program a bolus. She stated that she thought the up button was stuck, because at one point she saw numbers scrolling on the device's display without her pressing any buttons. None of the buttons would function at this time. She changed the battery in the device and when the device started, it took her to the bolus screen and she could not leave that screen. The patient continued to use the device because, it was still properly delivering her basal rates. She stated that moisture may have entered the device due to perspiration. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.